Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: could you please provide the specific product code of the stapler related to this issue as it was reported kit brkpw05. Also could you please specify if the device did not staple: trigger advanced, no staples deployed. Device cuts. Or would not fire: device will not fire including device locked out or jammed with no staples or cut line deployed. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when stapling the stomach in a sleeve with the black reload, it did not staple, requiring manual suturing. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2022 g3: alert date 2/16/2022 updated to 2/25/2022.